Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's mother contacted dexcom on 06/06/2016 that the patient passed away on (B)(6) 2016. Patient's mother reported that she met the patient at his apartment the night of his death and called an ambulance. Patient's mother stated that the patient flat lined in the ambulance and they were unable to revive him. It is unknown if patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. The cause of death was unknown. A certificate of death was not provided. Additional event or patient information is not available.